Event description:
It was reported that on (B)(6) 2013, a 2.5x18mm xience prime stent was successfully implanted in the distal left anterior descending (lad) coronary artery and the patient was discharged the following day. On (B)(6) 2014, the patient started experiencing angina and was admitted to the hospital on (B)(6) 2014, for re-stenosis of the implanted 2.5x18mm xience prime stent. Balloon angioplasty was performed. On (B)(6) 2014, the restenosis resolved without sequela and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2013: ck=47 iu/l, normal upper limit 200. (B)(6) 2013: ck-mb=-1 ng/ml, normal upper limit 6. (B)(6) 2014: ECG=no new mi. (B)(6) 2014: ck=76 iu/l, normal upper limit 200. (B)(6) 2014: ck-mb=1.2 ng/ml, normal upper limit 6. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU). In this case, as a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.